Manufacturer narrative:
System components: pump, model-72400098, lot-1000040799, cuff, model- 72400163, lot-155192015.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence and leak in the pressure regulating balloon(prb). The entire system was compromised. The prb was found to be empty post implant and the physician suspects but can not confirm that the hernia surgery could be related to the device leak. The hernia surgery was on the same side and close to where the prb was implanted. A patient outcome of stable was reported.